Event description:
It was reported from (B)(6) that the patient went to the emergency room feeling lethargic and short of breath. The international normalized ratio (inr) was found to be 3.7. The patient had recently had the dose of warfarin increased on (B)(6) 2015. A computed tomography (CT) scan of the chest and abdomen was done and showed a left hemothorax. The patient was given four (4) units of blood. A "warfarin antagonist" was administered to the patient and the facility inserted a drain tube in the thoracic cavity to drain the hemothorax. The hemothorax was nearly gone and the drainage tube was removed on (B)(6). The patient's inr stabilized and they were discharged from the hospital on (B)(6) 2015. The location of the hemothorax was not near the device and the treating physician believed that it may have been "associated with an abnormal change of inr."

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including bleeding, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The device(s) listed in this report is (are) used for treatment, not diagnosis. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(6) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # 29 of 117. Device is still implanted.